Manufacturer narrative:
(B)(4). Concomitant medical products: 00998201813 ¿ femoral stem ¿ 61684512, 00801803201 ¿ femoral head ¿ 63353250, 00631005032 ¿ liner ¿ 63136319, 00620205022 ¿ shell ¿ 63097911, 00625006530 ¿ bone screw ¿ 63341515, 00625006525 ¿ bone screw ¿ 63209534. Reporting source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 04832.

Event description:
It was reported patient underwent a revision procedure 18 months post implantation due to implant fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: complaint sample was evaluated and the reported event was confirmed. Visual inspection of the femoral stem identified the fracture occurred at the femoral body taper entry point. Gouges, dents, scratches, extraction impact marks were identified on the device. Bone debris was still present on the stem. The femoral body identifies the proximal end of the femoral stem fractured inside the taper of the femoral body and remains inside the taper. Gouging is observed at the distal end of the femoral body at the taper entry where the fracture occurred. Sem analysis identified the returned device have numerous deformations, scratches and wear marks possibly from removal. The stem fractured near the tapered base with most of the taper section embedded in the neck section. The fractured surface shows fracture artifacts consistent with a fatigue fracture. X-ray review identified inadequate proximal support and evidence of osteolysis. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to the patient being implanted with the reported product without ensuring a full proximal support as noted in the x-ray provided. The root cause of the reported issue is attributed to off-label use of the product. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.